Event description:
The blade of the ethicon 11mm dilating trocar did not retract after going through the fascia, causing damage to the underlying vessels resulting in excessive bleeding and the case had to be converted from a endoscopic to an open procedure. The surgeon had to stop the bleeding before he could proceed with the planned procedure. Dates of use: (B) (6) 2010 - (B) (6) 2010. Diagnosis or reason for use: cholecystitis with gallstones. Event abated after use: yes.